Event description:
In 2003, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. Postoperative computed tomography scans revealed a proximal type I endoleak and a type ii endoleak. In 2006, an aneurx aaadvantage extender component was implanted and the proximal type I endoleak was successfully repaired. The type ii endoleak persisted and in 2007, aneurysmal sac enlargement was noted. It was reported that the physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: in 2003, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (pct231216/lot#021780106) and a gore excluder aaa endoprosthesis contralateral leg component (pcc121200/lot#021370805) were implanted.